Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to oversensing, increased counts to the sensing integrity counter (sic) and lead failure predictor episodes. The lead remains in use. No patient complications have been reported as a result of this event.